Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences. Customer did not indicate the sensor glucose but blood glucose was 169 mg/dl. Customer indicated that sensor may have lost sensitivity. No further information was given.